Manufacturer narrative:
On 5-aug-2024, additional information was received indicating the patient¿s outcome is recovered/resolved with sequelae with an end date of (B)(6) 2024. Patient required prolonged hospitalization with an admission date of (B)(6) 2024 and an unknown discharge date. The relationship between the study device is not related and the relationship between the primary study procedure is causal. Device investigation details: on 1-aug-2024 the device investigation was completed as an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31321523l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced cerebral infarction that required prolonged hospitalization. Symptoms of cerebral infarction were confirmed after the procedure. There was no effect on the procedure because the event was confirmed after the procedure was completed. The patient was transferred to another hospital. There was no evidence of char/thrombus/clot during the procedure. There were no abnormalities observed before or during use of the product. The physician had no comment regarding a causal relationship with the product.